Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap of the customer's insulin pump was damaged. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump passed prime test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube and missing end cap sticker noted. Drive support cap was inspected and no anomaly was noted.